Event description:
In 2008, a healthcare professional reported to gambro that within five minutes of initiating treatment a pt developed chest tightness, along with facial and tongue edema. The pt was administered corticosteroids and adrenalin. The pt expired.

Manufacturer narrative:
The clinical investigation process is still ongoing. The info available does not suggest a gambro product has caused or contributed to the event. It is a gambro policy to report all deaths occurring during or within 24 hours of treatment. Gambro does not regard the submission of this report as an admission of liability.